Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that fluoroscopy revealed that the right atrial lead was dislodged. The lead was capped and replaced. The patients condition was good after the procedure.